Event description:
The customer reported that the c-arm would not complete boot up. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The sram memory card on the c-arm was evaluated and replaced. The system was tested and found to be working as intended and returned to service.